Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had right groin pain increased in usual lower back pain on (B)(6) 2021. The hcp increased the it and ptm dose. On (B)(6) 2021, the patient's pain had improved and there were no imaging anomalies in the pump pocket during examination. It was noted the patient had not been using their boluses because they didn't think the ptm was working but rep noted everything was ok with the ptm. The issue resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog, product type programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (unknown d ose and concentration) via an implantable pump for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the ptm locked the patient out from a bolus twice yesterday. The patient stated in the morning they were locked out for 5 hours and later that day they were able to bolus only to be locked out for 4 hours later in the day. The patient mentioned they were "seeing red" because they were in excruciating pain due to the rain and cold weather making their arthritis worse. The patient stated they are now afraid to use ptm because they don't want to be locked out again. The patient mentioned they are currently wearing their brace which rubs on patient's bone and aggravates patient. The patient accessed lockouts during call: 8 times per day, 1 time per 60 minutes, 1 time per 1 hour. It was reviewed the cause of lockouts could not be determined and the patient was redirected to their healthcare professional (hcp). Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient complained of getting locked out from use of ptm. The patient was here to meet with the manufacturer representative (rep) for reassessment if pump and ptm. It was noted the patient had right groin pain and an increase in usual lower back pain. The pump and ptm were assessed and the rep found no evidence of lockouts. The rep to speak with the hcp. The patient may need a dye study. Physical examination was provided and noted the pump pocket was in the right lower quadrant with a malpositioned side port. No action was taken. The outcome was noted as ongoing. The device diagnosis was other getting locked out from use of ptm and the clinical diagnosis was right groin pain increased. The patient was receiving dilaudid. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021.